Event description:
In 2000 28mm diameter x 16mm diameter x 13.5cm length medtronic aneurx bifurcated stent graft was inserted into the aortic artery and implanted to cover an abdominal aortic aneurysm. The physician reported a proximal endoleak at the time of the the stent graft implant which was repaired with a proximal extender cuff, however, the "proximal cuff had a fold in it." The medtronic/ave representative reported that the repair of the endoleak by kissing balloon angioplasty was successful and that the pt is doing fine. No add'l clinical sequelae is reported. The representative reported that the physician used too large of an extender cuff to treat the endoleak, therefore, causing the stent graft to "fold." Attempts to obtain info regarding the procedure and vessel morphology and sizing have been unsuccessful. Further info at this time is pending. Film interpretation of received films is pending review. A follow-up to the medwatch will be submitted as info is received. Based on the info available it is possible that the oversizing of the extender cuff caused the stent graft to "fold."

Event description:
After further investigation it has been reported that the implant date was on 3/2000 for the treatment of a 4.8cm abdominal aortic aneurysm having a 21mm aortic neck diameter and 5cm length. It is reported that a proximal endoleak was discovered at the time of implant by angiography and a proximal aortic cuff measuring 28mm diameter x 3.75cm length was placed. The endoleak diminished but a leak appeared to be from a lumber artery; therefore the procedure was completed. It was reported by the physician that the proximal aortic cuff had a "fold" in it. The physician did not perform a kissing balloon procedure; rather the pt is being closely monitored with f/u CT scans. No changes in the size of the aneurysm and no endoleak was been reported. However, a continued, "defect is seen in the proximal cuff." The pt's next CT scan is scheduled for march of 2001. The pt is reported to be doing fine.